Event description:
Study event. Device malfunction: none. Symptom/ae: partial hemianopia. Time of ae: within 34 days post-procedure. It was reported that 34 days post uneventful right internal carotid artery stenting, during the 30 day visit in 2007, the patient was found to have left superior quadrant anopia on examination. The patient had been unaware of the deficit; therefore, the start date is undetermined. Neurology examination performed one month later showed no focal deficits and the patient's peripheral field examination was normal. CT scan of the head, done the following month, could not exclude small or lacunar type ischemic infarct. Though requested, no additional information was available.

Manufacturer narrative:
The stent remains in the patient's anatomy. The lot number was provided. A review of the device history record did not reveal any non-conforming material reports which could have contributed to this complaint.